Event description:
During the procedure, while the surgeon was operating the device, the white rubber piece on the inside of the device partially melted off. It is unknown whether the jaws were closed with or without tissue. The device was removed from the field, and a new device was utilized. It is unknown whether the new device is of the same or a different lot.======================manufacturer response for shears/scalpel, harmonic ace curved shears (per site reporter).======================this is not an uncommon occurance with this device. This will occur when the device is activated with the jaws closed and there is not sufficient tissue between the jaws. That white pad is intended to absorbe the heat from the rod during activation while sealing and seperating tissue to keep the thermal spread at a minimum while protecting the rod from fracture. Since this pad is constructed of teflon material, it is susceptible to reaching a melting point if there is continuos direct contact with the rod. It is even stated in the IFU for both OEM and stryker sustainability that the jaws should not be activated while closed without tissue. This is also the #1 report failure for the ethicon first time use devices on the maude database.